Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive boards was reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an intermittent communication failed error message and the screen went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.